Manufacturer narrative:
Patient¿s height reported as 5 feet 8 inches. This patient information is unknown. Additional device product codes: hwc, ktt. Original implant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was conducted for part number: 223.551, lot number: 7014865: part manufacture date: 22-aug-2012, manufacturing location: (B)(4), part expiration date: n/a , nonconformance noted: n/a: DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm lcp plate 5 holes 72mm product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent hardware removal on (B)(6) 2018 due to osteomyelitis. After the successful healing of the patient's fracture, one (1) titanium cannulated tibial nails-ex with proximal bend, six (6) unknown distal 5.0mm locking screws, one (1) locking compression plate (lcp) plate and four (4) unknown 3.5mm locking screws had to be removed. Original implant date was unknown. The osteomyelitis was reported as cellulitis, as this is a bacterial skin infection, the reporter was unaware of the source. There was no surgical delay and the procedure was successfully completed. Patient consequence was unknown. This report is for one (1) 3.5mm lcp plate 5 holes 72mm. This is report 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.